Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the modular cable having discoloration and superficial tears was confirmed via visual analysis and testing of the returned product. The heartmate 3 vad modular cable (lot number 7171210) was returned and evaluated at abbott. During the evaluation, the cable contained several cuts/tears in the jacket and was discolored, confirming the reported event. The modular cable was functionally tested and passed all steps without issue. Additionally, the resistance and current leakage of the individual wires was measured using a digital multimeter and all wires passed without issue. The returned modular cable was then connected to a known working test system controller and pump without any issues or atypical alarms active. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed and functioned as intended, despite the superficial damage to the modular cable. Incidental finding: fluid ingress. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable had discoloration and tears in the outer layer. The modular cable was exchanged.